Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint could not be verified. Device exhibits normal characteristics. The possibility that electrical leakage could cause unwanted stimulation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing were monitored for errors. No intermittent anomalies were noted in the output. Visual and (B)(4) inspection found no anomalies in the ipg header. Various test leads were inserted in both ports of the ipg. Impedance readings were within normal range. Device exhibits normal device characteristics. Therefore, the reported complaints of high impedance and the ipg causing unwanted stimulation were not duplicated or confirmed.

Event description:
A report was received that during a routine lead revision procedure the physician replaced the ipg as it was displaying high impedances. The physician noted that the ipg may have been damaged as monopolar electrocautery was used to cauterize the pocket during the procedure. A new ipg was implanted and the patient is reportedly doing well following the procedure.

Event description:
A report was received that during a routine lead revision procedure the physician replaced the ipg as it was displaying high impedances. The physician noted that the ipg may have been damaged as monopolar electrocautery was used to cauterize the pocket during the procedure. A new ipg was implanted and the patient is reportedly doing well following the procedure.